Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery during a bolus or basal delivery attempt. The blood glucose reading was 190 mg/dl. The caller stated that the infusion set had been changed twice already. Upon troubleshooting, it was found that insulin did exit during a 5 unit fixed prime. The caller was advised that the alarm may have been caused by a possible insertion site-related issue due to a bent infusion set cannula or a site/set occlusion. The insulin pump was found to be working as designed and passed the high pressure test. Nothing further reported.